Manufacturer narrative:
A review of the device history records indicated that all devices were manufactured to specifications. The device history record review also found no deviations or anomalies that would contribute to the event described in the complaint. Product was not returned for evaluation. These devices is used for treatment. Initial product history search revealed no additional complaints against the related part and lot combination. The returned x-rays were analyzed. Interim right femur radiographs show a comminuted fracture of the right femoral shaft has been fixed with a lateral plate with 11 associated transverse screws. Six transverse are placed proximal to the fracture and five transverse screws are placed distal to the fracture. Additionally, two interfragmentary screws have been placed anteroposteriorly. There is radiolucency about the transverse screw located immediately distal to the interfragmentary screws, suspicious for loosening. The medial head of this screw and nail heads of the two distal screws are not flush with the plate and cannot exclude possibility of some pulling out of the screw the screw may not have been fully seated. Ap and lateral radiographs of the right femur show transverse fractures of the lateral femoral fixation plate with lateral displacement of the distal plate and mild lateral displacement of the distal major femoral fracture fragment. There is also fracture of the second distal most transverse screw. The review also identified on the x-rays a transverse fracture of the plate and fracture of second distal most screw. The review further concluded that loosening of screws distal to the fracture site and instability at the fracture site were the likely cause of the plate breakage. A definitive root cause for the loosening of the screws could not be concluded.

Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that a patient was experiencing pain, swelling and limited movement after surgery. It was discovered the plate and screws were fractured. The patient was revised.